Event description:
It was reported that asymptomatic patient presented in clinic after receiving a patient notification. Stored egm noted that the device exhibited post-paced t-wave oversensing on the ventricular channel. Programming changes were made. Patient was fine.